Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket skin erosion. Additional information received indicates that the patient also had an infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned and was analyzed. The reported allegations of erosion and infection with sepsis were known inherent risk of the device. The allegation was not confirmed. This supplemental is being filed to capture the return date, product investigation results and to update the explant date.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket skin erosion. Additional information received indicates that the patient also had an infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.